Event description:
The customer reported to terumo bct customer support that a patient was hooked up to an optia device for a plasma exchange procedure before the lines had been purged and received a dose of air corresponding to the line from the manifold to the bottom of the blood warmer line, i.e. Around 45 ml. The patient was taken into ems and treated in a hyperbaric chamber for a gas embolism and then was released home without any after-effects and is in stable condition. Due to EU personal data protection laws, the patient identifier is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
. Investigation: per the customer, they did all investigations to change their sop in order to prevent an event like this occurring again. A disposable complaint history search could not be completed as the customer did not provide the lot number. The customer history report indicates no further related issues have been reported for this customer. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Per follow up with the customer, 9 months after the incident, they have seen in consultation the patient several times and he remain stable without side effects. The run data file (rdf) was analyzed for this event. Review of the rdf shows that the blood warmer tubing was not configured for this procedure. The configuration setting was set to false. When the blood warmer tubing configurations is set to false, the system will not consider a blood warmer tubing connected to the device, and therefore will not remind the operator to prime the blood warmer tubing. In addition, the system will not account for the volume of the blood warmer tubing in the fluid balance calculations. It is essential for the operator to ensure to that the blood warmer tubing configuration and volume input is accurate before a procedure is performed in order for the system to appropriately present the priming steps, in addition to properly accounting for volume of the blood warmer tubing. No issues were found with the device and the appropriate alarms and screens were raised given the input configurations. Correction: the account manager had been to the customer site several times for retraining, and with the agreement of the doctor, they carried out investigations to change their sop in order to prevent this happening again. They changed the way they connect the astotube by setting the line on the replacement fluid instead of the return line. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.11. Investigation: per the customer, they did all investigations to change their sop in order to prevent an event like this occurring again. A disposable complaint history search could not be completed as the customer did not provide the lot number. The customer history report indicates no further related issues have been reported for this customer. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Per follow up with the customer, 9 months after the incident, they have seen in consultation the patient several times and he remain stable without side effects. The run data file (rdf) was analyzed for this event. Review of the rdf shows that the blood warmer tubing was not configured for this procedure. The configuration setting was set to false. When the blood warmer tubing configurations is set to false, the system will not consider a blood warmer tubing connected to the device, and therefore will not remind the operator to prime the blood warmer tubing. In addition, the system will not account for the volume of the blood warmer tubing in the fluid balance calculations. It is essential for the operator to ensure to that the blood warmer tubing configuration and volume input is accurate before a procedure is performed in order for the system to appropriately present the priming steps, in addition to properly accounting for volume of the blood warmer tubing. No issues were found with the device and the appropriate alarms and screens were raised given the input configurations. Correction: the account manager had been to the customer site several times for retraining, and with the agreement of the doctor, they carried out investigations to change their sop in order to prevent this happening again. They changed the way they connect the astotube by setting the line on the replacement fluid instead of the return line. Optia field action 55 has been initiated for blood warmer tubing not primed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that a patient was hooked up to an optia device for a plasma exchange procedure before the lines had been purged and received a dose of air corresponding to the line from the manifold to the bottom of the blood warmer line, i.e. Around 45 ml. The patient was taken into ems and treated in a hyperbaric chamber for a gas embolism and then was released home without any after-effects and is in stable condition. Due to EU personal data protection laws, the patient identifier is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.4, b.5, b.7, h.6 and h.10. Corrected information is provided in a.2. Investigation: per the customer, they did all investigations to change their sop in order to prevent an event like this occurring again. A disposable complaint history search could not be completed as the customer did not provide the lot number. The customer history report indicates no further related issues have been reported for this customer. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that a patient was hooked up to an optia device for a plasma exchange procedure before the lines had been purged and received a dose of air corresponding to the line from the manifold to the bottom of the blood warmer line, i.e. Around 45 ml. The patient was taken into ems and treated in a hyperbaric chamber for a gas embolism and then was released home without any after-effects and is in stable condition. Due to EU personal data protection laws, the patient identifier is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide investigation: per the customer, they did all investigations to change their sop in order to prevent an event like this occurring again. A disposable complaint history search could not be completed as the customer did not provide the lot number. The customer history report indicates no further related issues have been reported for this customer. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Per follow up with the customer, 9 months after the incident, they have seen in consultation the patient several times and he remain stable without side effects. The run data file (rdf) was analyzed for this event. Review of the rdf shows that the blood warmer tubing was not configured for this procedure. The configuration setting was set to false. When the blood warmer tubing configurations is set to false, the system will not consider a blood warmer tubing connected to the device, and therefore will not remind the operator to prime the blood warmer tubing. In addition, the system will not account for the volume of the blood warmer tubing in the fluid balance calculations. It is essential for the operator to ensure to that the blood warmer tubing configuration and volume input is accurate before a procedure is performed in order for the system to appropriately present the priming steps, in addition to properly accounting for volume of the blood warmer tubing. No issues were found with the device and the appropriate alarms and screens were raised given the input configurations. Correction: the account manager had been to the customer site several times for retraining, and with the agreement of the doctor, they carried out investigations to change their sop in order to prevent this happening again. They changed the way they connect the astotube by setting the line on the replacement fluid instead of the return line. Optia field action 55 has been initiated for blood warmer tubing not primed. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a user error where they did not prime the blood warmer tubing.

Event description:
The customer reported to terumo bct customer support that a patient was hooked up to an optia device for a plasma exchange procedure before the lines had been purged and received a dose of air corresponding to the line from the manifold to the bottom of the blood warmer line, i.e. Around 45 ml. The patient was taken into ems and treated in a hyperbaric chamber for a gas embolism and then was released home without any after-effects and is in stable condition. Due to EU personal data protection laws, the patient identifier is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported to terumo bct customer support that a patient was hooked up to an optia device for a plasma exchange procedure before the lines had been purged and received a dose of air corresponding to the line from the manifold to the bottom of the blood warmer line, i.e. Around 45 ml. The patient was taken into ems and treated in a hyperbaric chamber for a gas embolism and then was released home without any after-effects and is in stable condition. Due to EU personal data protection laws, the patient identifier is not available from the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, they did all investigations to change their sop in order to prevent an event like this occurring again. A disposable complaint history search could not be completed as the customer did not provide the lot number. The customer history report indicates no further related issues have been reported for this customer. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Per follow up with the customer, 9 months after the incident, they have seen in consultation the patient several times and he remain stable without side effects. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Lot number, manufacture date and expiry information are not available at this time. Investigation: per the customer, they did all investigations to change their sop in order to prevent an event like this occurring again. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that a patient was hooked up to an optia device for a plasma exchange procedure before the lines had been purged and received a dose of air corresponding to the line from the manifold to the bottom of the blood warmer line, i.e. Around 45 ml. The patient was taken into ems and treated in a hyperbaric chamber for a gas embolism and then was released home without any after-effects and is in stable condition. Patient ID and weight are unknown. The collection set is not available for return because it was discarded by the customer.